Event description:
On (B)(6) 2022, fresenius became aware this patient contracted peritonitis following a fluid leak from a liberty cycler set. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of (B)(6) 2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on (B)(6) 2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The definitive etiology of the peritonitis is currently unknown; therefore, causality cannot be firmly established. However, the onset of the patient¿s symptoms began within 24 hours of encountering a fluid leak while setting up for ccpd therapy on (B)(6) 2022. The pdrn reported the peritonitis event was unrelated to any fresenius device, however it did involve a faulty product. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Furthermore, in up to 20% of peritonitis cases no offending organism is identified (2). Based on the totality of the information available, the liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is no allegation or objective evidence indicating a fresenius device deficiency or malfunction occurred. However, the patient was actively using the liberty cycler set when he experienced a fluid leak. Without the product being available for investigation by the manufacturer (discarded), this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware this patient contracted peritonitis following a fluid leak from a liberty cycler set. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of (B)(6) 2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on (B)(6) 2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.

Event description:
On 26/may/2022, fresenius became aware this patient contracted peritonitis following a fluid leak from a liberty cycler set. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of 1/jun/2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on 26/may/2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer to date, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, fresenius became aware this patient contracted peritonitis following a fluid leak from a liberty cycler set. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of 1/jun/2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on (B)(6) 2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.

Event description:
On (B)(6) 2022, fresenius became aware this patient contracted peritonitis following a fluid leak from an unknown hole in the tubing of the liberty cycler set. It was reported during treatment the cycler alarmed with m31 air detected in cassette warning alarms in dwell 1 of 5 of treatment. The fluid leak was discovered during step 8 of treatment and no fluid came into contact with the cycler. The patient cancelled treatment and was advised to contact their peritoneal dialysis registered nurse (pdrn) on call. No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = 1003 u/l, polymorph = 91%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1000 mg once daily. As of ((B)(6) 2022 (today), the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent cell count was obtained (wbc ¿ 116 u/l, polymorphs = 35%) on (B)(6)2022, which confirmed the patient is recovering. The cause of the ¿sterile¿ peritonitis was attributed to a leak in the liberty cycler set used by the patient on (B)(6) 2022 during set-up. The pdrn stated the events were unrelated to the patient¿s use of a liberty select cycler but rather due to a faulty cassette. The patient was discharged on (B)(6) 2022 in stable condition and resumed performing continuous cyclic pd (ccpd) utilizing the same liberty select cycler without issue.